Event description:
The facility representative reported a colleague infusion pump with a 703 failure code. The event was reported to have occurred during biomed testing in the general patient ward. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. During the product evaluation at baxter, it was discovered that failure code 703 occurred during infusion which caused an interruption during delivery. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was due to corrosion on the phm (pumphead module) connector and signal harness. The phm assembly and phm signal harness have been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).